Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was primarily implanted in (B)(6) 2009 and the first stage of the revision was performed in (B)(6) 2010. It is not likely the device contributed to the patients reported infection more than a year after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Revision due to ongoing pain and infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from (B)(6). Confirmed revision of right pinnacle/srom implants. Revision due to ongoing pain and infection. Two stage revision - 1st stage (B)(6) 2010, 2nd stage (B)(6) 2010. Update nov 30, 2017: additional information received. There is no new information added. This complaint was updated on: dec 4, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.